Event description:
It was reported when the device was used during a partial duodenectomy roux-en-y, the staple did not form properly. The case was completed using sutures. There was no pt consequence.